Manufacturer narrative:
The device log was available for analysis. The log revealed that a proportional valve of the device had temporarily delayed reactions. This behavior led to deviations of oxygen concentration and of pressure in the mixer tank. The internal monitoring of the device has recognized the deviations and switched off the gas supply to exclude any undefined state. In order not to hinder spontaneous breathing of the patient, the device has opened the respiratory system to atmosphere via a relief valve. The users were alerted by appropriate alarms ("low airway pressure", "device error"). Thus the device has behaved as specified for this fault. The failure rate of the proportional valve is inconspicuous. The fault will be corrected by replacing the valve.

Event description:
It was reported that the device failed during use on patient. No injury reported.